Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025 the blockage was in the tubng. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012221, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6012221 was manufactured according to the work instruction (wi) version 101 and packaging in the multivac 14 on 18/mar/2025, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5c03268 was manufactured according to (wi) version 67 and manufactured on the machines sc05 & sc06, on 17/mar/2025, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5b04488 was manufactured according to (wi) version 67 and manufactured on the machines sc05 & sc06, on 19/mar/2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that during the final outgoing inspection the test 8 one sample was found with loos contamination. According to the extended sampling has been accepted. Therefore, the review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one extended for the test 8 during the process was found unrelated to the reported malfunction, therefore, no non-conformance (nc) raised related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.